Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead exhibited failure to capture, sensing anomaly issue and the guidewire failed to advance through the lv lead. The lv lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events were failure to capture, a sensing issue and guidewire insertion issue. As received, a complete lead was returned in one piece. The reported event of a guidewire insertion issue was confirmed. Visual and x-ray analysis noted coil damage at the s-curve region. The cause of the reported event of guidewire was due to procedural damage. The reported event of failure to capture and a sensing issue were not confirmed. Electrical testing did not find any anomalies.